Manufacturer narrative:
The device was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for 1 year with no reported issues. This leads to the conclusion that it was not a manufacturing issue. It is possible the device was damaged during use or maintenance, such as during a dressing change. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The instructions for use (IFU) contains the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Split formed in device tubing which caused patient to bleed profusely.